Event description:
The manufacturer received information alleging a high priority alarm condition occured. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a high priority alarm condition. The ventilator was returned to the manufacturer for evaluation and a "service required" code was found in the ventilator's downloaded error log. The device would continue to deliver therapy and alarm as designed. The device's system board was found to be contaminated and was replaced preventatively to address the issue.